Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The first memory log entry recorded was (B)(6) 2010, 8 further manual power ups were recorded up to (B)(6) 2013. A manual power up of 45 minutes was recorded on (B)(6) 2013, a patient impedance was measured during this time, with three test shocks being delivered. The device memory would have become full during this time. A further 8 manual power ups were recorded up to (B)(6) 2015, one of ten minutes duration. Investigation was unable to replicate the reported fault. The device performed to specification throughout testing at heartsine. The power ups suggest the user may have been manually power cycling the device or the beginnings of membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.